Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Birth year: (B)(6). Date of event- unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.1mm vticm5_12.1, -6.0/+2.5/065 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. The surgeon reports residual error and lens rotation.